Event description:
It was further discovered via patient records obtained from the facility that the patient was treated in the cath lab for a short segment total occlusion in her left superficial femoral artery. This resulted in an excellent cosmetic result in the sfa, but arteriography confirmed that there was distal arterial occlusion. The patient was subsequently taken to the operating room and underwent a left femoral to anterior tibial bypass graft. This initially failed and was redone on (B)(6) 2010. After two subsequent bypass graft failures, the patient underwent a left below-the-knee amputation on (B)(6) 2010.

Event description:
It was reported that during an orbital atherectomy procedure, in which a csi diamondback predator orbital atherectomy device (oad) was being used, the patient experienced an embolic complication. Requests for further information have been made to the facility, but none has yet been received.

Manufacturer narrative:
Device was discarded by the facility. (B)(6).